Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of poor bone quality and an insufficient bond between the glenoid baseplate and the bone, which led to aseptic (non-infected) glenoid loosening. However, this cannot be confirmed as the devices were not available for evaluation. Section h11: *the following sections have corrected information: (d2) common device name: rs glenoid plate r post aug, 8 deg, right (d4) catalog number: 320-15-04, serial number: (B)(6) expiration date: 21-apr-2029, unique identifier (UDI) #: (B)(4). (G4) PMA/510(k)number: k110708 (h4) device manufacture date: 22-apr-2019 (d10) concomitant devices: 320-10-00, 6159881 - equinoxe reverse tray adapter plate tray +0 320-38-00, 6054852 - equinoxe reverse 38mm humeral liner +0 320-02-38, 5372918 - rs exp glenosphere 38m m+4 320-20-00, 6136875 - rs torque screw kit 320-20-22, 4519568 - 22mm compression screw 320-15-05, 6152600 - eq rev locking screw 320-20-22, 5494681 - 22mm compression screw 320-20-26, 5901911 - 26mm compression screw 320-20-26, 6104386 - 26mm compression screw 320-20-30, 5961269 - 30mm compression screw tpa-13, ab4152 - xs cement restrictor

Manufacturer narrative:
Concomitant device(s): 320-02-38, 5372918 - rs exp glenosphere 38m m+4. 320-10-00, 6159881 - rs adapter tray. 320-15-04, 5976414 - rs glenoid plt 8 deg right post aug. 320-20-00, 6136875 - rs torque screw kit. 320-20-22, 4519568 - 22mm compression screw. 320-15-05, 6152600 - eq rev locking screw. 320-20-22, 5494681 - 22mm compression screw. 320-20-26, 5901911 - 26mm compression screw. 320-20-26, 6104386 - 26mm compression screw. 320-20-30, 5961269 - 30mm compression screw. Tpa-13, ab4152 - xs cement restrictor.

Event description:
As reported, approximately 26 months after the initial r tsa, the (B)(6) y/o female patient was experiencing pain in the revised right reverse shoulder. Her bone quality was determined to be very bad at a prior revision. X-rays showed a loose baseplate. Given health of patient, surgeon chose to replace the reverse shoulder for a "big ball hemi" to relieve pain and allow for some function. Explants will not be returned per hospital. Patient is expected to recover well and left the or stable.